Manufacturer narrative:
The device was returned for analysis. The reported shaft tear was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the heavily calcified and moderately tortuous lesion causing the reported failure to advance. Handling and/or manipulation of the device during the attempted advancement likely caused the reported shaft break. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an unspecified lesion with heavy calcification and moderate tortuosity. The 3.5x48 mm xience xpedition stent delivery system (sds) was attempted to be advanced but could not cross the lesion and the hypotube became fractured. A non-abbott device was used to complete the procedure. There were no reported adverse patient effects. There was no reported clinically significant delay in the procedure. No additional information was provided.